Event description:
Approximately one (1) week after the index procedure the patient was scheduled for a staged procedure (pci) to the right coronary artery (rca). Coronary angiography demonstrated thrombus in the two (2) previously implanted cypher stents. The patient was reported to not be symptomatic. The sub acute thrombosis (sat) was treated by ptca, the details of which are not known. The patient was put on the intra aortic balloon pump (iabp). The patient was discharged from the hospital after five (5) days. The pci to the rca will be re-scheduled for another date, the physician's comment regarding the probable cause of the sat was that the vessel was very narrow and that the implanted cypher stent was under-dilated.